Event description:
An international customer reported the chemical indicator (ci) on the cyclesure 24 biological indicator (bi) did not change color correctly after a completed sterrad 100nx cycle. The ci changed from "red to patchy bronze color." The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of incorrect ci color change on cyclesure 24 biological indicators. (B)(4) are related complaints from the same facility. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00637, 2084725-2015-00638 and 2084725-2015-00639.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2015 to (B)(6) 2015 and trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." (B)(4) retains bis were subject to functional evaluation. All (B)(4) bis met specification. The product was not returned for evaluation. An issue with the performance of the sterrad® 100nx is unlikely since the cycle passed and subsequent processing of a different bi lot number produced correct color change of the ci disc. It is unlikely that the patchy bronze processed ci disc color issue was caused by a manufacturing issue in the cyclesure® product since the retains product met specification, DHR review found no anomalies that would contribute to the complaint issue, and the lot trending analysis result was trending not exceeded. The patchy bronze ci disc color most likely indicates that at the time of sterrad processing there was media from an ampoule (with damage of unknown origin) present on the ci disc. If media is present, the h2o2 reacts with the media and ink coating on the disc which ultimately produces the patchy ci disc color. However, the customer was unresponsive to requests for additional information regarding bi integrity and use. The assignable cause could not be determined. The cyclesure® retains met specification when used per IFU. The issue will continue to be tracked and trended.